Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical review: a clinical investigation was performed. A temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s hospitalization for peritonitis. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-known potential complication is pd patients. Based on the information available, the exact cause of the patient¿s peritonitis cannot be determined. The patient¿s pd nurse reported the event is suspected to have been caused by the patient breaching aseptic technique which is a well-known risk for infection. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A contact for peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they went to the hospital due to infection in the abdomen related to pd therapy. Upon follow up, the peritoneal dialysis registered nurse [(pd)rn] stated the patient is still hospitalized and details of the hospitalization are not available. The patient did not have any fluid leaks or any issues with fresenius device, product or drug that caused or contributed to the peritonitis event. The nurse suspects a breach in aseptic technique by the patient as the cause for infection. The nurse was not able to provide any other information.